Event description:
A customer reported that they had three cassettes that leaked during surgery. The leaking cassettes prompted the system to display a system message. The procedures were completed with no impact to the pts.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).